Manufacturer narrative:
A ge service rep performed an on site investigation. The brake and steering were corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a pm that the 9800 system had a wig wag brake problem and steering issue. No pt injury was reported.